Event description:
The customer reports that the inner cannula is loose on the outer cannula. To date, no information has been provided suggesting any patient involvement. Covidien is attempting to collect further details surrounding the circumstances of this report.